Event description:
It was reported that there were breaks in the atrial tachycardia (at)/ atrial fibrillation (af) burden and the atrial readings were inconsistent when observed on the electrogram. There was also intermittent undersensing noted on the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).